Event description:
Information received a smiths medial cadd extension sets customer noticed occlusion, even when pressing on plunger for this was checked during precheck and would not go forward. No patient injury reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd extension set was returned for analysis in used condition without its original packaging.. Visual inspection showed no discrepancies. Functional testing involved using the hydrostatic vessel in order to detect any discrepancies and occlusion was detected. The investigation determined that excess solvent applied in the solvent bonds during manufacture was the most probable cause of the reported issue. Production personnel were trained in order to reinforce the solvent application. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
A supplemental report is being sent for product problem was not added to list and b 1 needed update.